Event description:
The initial reporter states that within operating room (B) (6), the elbow cover for the boom fell off. According to the stryker representative, the falling elbow cover nearly hit the back of the table within the sterile field during a case. There was a patient involved, but the patient was not affected.

Manufacturer narrative:
Further attempts will be made for this information. There is no established expiration date for this deviice. Unknown whether the initial reporter is a health professional or not. Device manufacturered date is unknown at this point. Further attempts will be made for this information. Evaluation summary - the said device was evaluated in the field. This particular issue involves a elbow cover on a single flat panel arm. The part attaches to the ends of the extension arms for each side of the arm. Since this component fell during a case, there is a potential that a non-sterile component could be introduced into the sterile field, resulting in a potential risk. The actual cause for the elbow cover falling is unknown at this point. Further investigation is ongoing. A patient was involved but was not affected. This is not a single-use device.